Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of eosinophilic peritonitis in a patient (age not reported) coincident with dianeal, unknown therapy. On (B)(6) 2011, the patient underwent a peritoneal dialysis (pd) catheter insertion with dianeal, unknown, indicated as a solution for flushing, (dose, frequency and lot number unknown), intraperitoneally (ip). On (B)(6) 2011, the patient experienced eosinophilic peritonitis. From (B)(6) 2011, the patient received treatment with dianeal, unknown, (dose and frequency unknown), ip for pd. It was not reported if the patient was hospitalized. Intervention was given on an unreported date, however, type of intervention was not specified. At the time of this report, the patient had not recovered from the event of eosinophilic peritonitis. Dianeal was ongoing. Baxter considered the event of eosinophilic peritonitis medically significant. Medical history and concomitant medications were not reported. The nurse considered the event of eosinophilic peritonitis unassessable and the specific lot numbers used by the patient would not be available.